Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the upper jaw broke off of the device in the early stages of the case. The surgeon informed me that the device out of the box was hard to close initially and grinding. It eventually worked briefly but the jaw popped off. It was not on thick tissue at the time. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw and the articulation joint yielded. All pieces were returned/received. When analyzed under magnification, marks were evident on the bottom jaw and on the top of the jaw that indicated that the jaw may have been closed/device fired on a staple or other metal object. There were some scratches on the electrode and there were two ¿divot¿ marks in the bottom jaw/electrode. The knife was bent and the blade was damaged. All pieces appeared to be intact. Despite the damage to the knife, the I-blade does advance smoothly and to end of jaw. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement or the device being fired over a hard object such as a staple or clip.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.